Manufacturer narrative:
(B)(4). Device labeling addresses: additional complications - after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: pain, hematoma/seroma, changes in nipple and breast sensation, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Lymphomas, including anaplastic large t-cell lymphoma (alcl) ¿ information from the medical literature has suggested a possible association, without evidence of 20 causation, between breast implants and the very rare occurrence of alcl in the breast. This disease is exceptionally rare and occurs in women with and without breast implants. Specific testing is needed to identify alcl from other cancers of the breast. It is important to note that these findings are considered preliminary. The majority of the cases reported in patients with breast implants present as late occurring seromas and have an indolent clinical course, including some involving spontaneous remission without adjuvant therapy. No study has concluded a cause and effect relationship between alcl and breast implants. All pertinent findings respecting cases associated with allergan devices should be reported to allergan (e.g., time to clinical presentation, signs or symptoms, immunohistological analysis, type of implant, texture, patient history with implants). Physicians should keep abreast of alcl in the literature and provide appropriate therapy to patients as needed.

Event description:
Health professional reported "patient presented with swelling + firmness of right breast. No fever or pain. No history of blunt trauma to breast. Ultrasound ordered + antibiotic started." Ultrasound report states, "on the right there is a fairly large quantity of fluid noted surrounding the implant. This is most marked in the axillary tail. Although this could be related to an infectious process, the fluid does not contain debris or septations and hence a seroma is questioned. At the 12 o'clock position 5 cm from the nipple on the right and there is a 7mm cyst. A second cyst at the 1 o'clock position 3 cm from the nipple a 5 mm size is noted on that side." Fluid aspiration report states, "these cells are immunopositive for cd30" and "immunonegative for cd20, cd3, cd43, and alk." Diagnosis states, "non-hodgkin's lymphoma, cd30 + anaplastic large cell lymphoma." Device remains implanted.